Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained rv oversensing was noted on the device. No further intervention is planned at this time, the physician will continue to monitor the patient by follow-up. The patient was stable with no adverse consequences.